Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/30/2020. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.   Additional information was requested and the following was obtained: it was reported :"when sewing to the second stitch, the suture broke at 5cm away from the needle". Please clarify: in the intra-op event: what does it mean the suture broke at 5 cm away from the needle?it means that the suture broke 5 cm from the end of the suture. Was this the suture breakage or pull off (detached from the needle)? It was suture breakage. What tissue was being approximated or sutured when it broke? Unobtainable. Procedure name and date? Debridement and suture of skin laceration of right eyebrow arch on (B)(6) 2020. Patient's condition? Unobtainable. Once there is any update, we will update the information. H3 evaluation: actual complaint sample can't be returned, batch records have been reviewed and no issue found. Manufacturer retained samples have been evaluated by appearance, knot pull tensile strength and no issue found. A conclusion could not be reached as to what may have caused or contributed to the event. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. In the intra-op event: what does it mean the suture broke at 5 cm away from the needle? Was this the suture breakage or pull off (detached from the needle)? What tissue was being approximated or sutured when it broke? Procedure name and date? Patient's condition? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure of the right eyebrow arch on (B)(6) 2020 and suture was used. When sewing to the second stitch, the suture broke at 5cm away from the needle. The procedure was completed with a new like device and there were no adverse patient consequences reported. Additional information has been requested.